Manufacturer narrative:
It was reported that, the mattress does not inflate. The customer explained that it fills up with air and once he lays on it, it eventually goes flat. He has a terminal illness and really needs the replacement.there were no reports of death, serious injury, medical intervention, or follow up care. It has been determined that the reported event could cause or contribute to serious injury if it were to occur again. In an abundance of caution, this is a reportable event. If additional information becomes available this report will be reopened and reevaluated.

Event description:
It was reported that, the mattress does not inflate. The customer explained that it fills up with air and once he lays on it, it eventually goes flat. He has a terminal illness and really needs the replacement.